Event description:
It was reported that the doctor was performing a breast biopsy procedure and the marker wouldn't deploy. The doctor tried a second marker, deployed the marker successfully, and completed the case with no patient consequence.

Manufacturer narrative:
Date sent: 04/09/2009. Introducer sheath detached from handle/clear tip sheared at distal. Evaluation summary: the analysis results found that the mam3008 device was received with the introducer tube detached and the tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no device anomalies were noted during the manufacturing process.